Event description:
A non-healthcare professional reported with a description of defective autonome, edges of the cartridge were not smooth. Although the lens was implanted.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was added in h.3., h.6. And h.11. The product was not returned for analysis. Nozzle tip damage was observed on the returned photo. Received photo shows a partial view of a company preload device. The plunger is advanced outside of the nozzle tip. The photo appears to be showing damage to the nozzle tip. We are unable to determine the root cause for the reported complaint "defective preload device, edges of the cartridge were not smooth". Upon review of the returned photo the company preload device was observed to be activated with the plunger advanced outside of the nozzle tip. The directions for use (dfu) instructs to inspect the company preload nozzle before use, inspect device nozzle for damage, particulates, or deformation. Ensure that device is completely intact and that the plunger and lock-out assembly have not been moved. If the device does not pass the inspection criteria, use same company another intraocular lens (iol) and company preload delivery system. All company preload devices are 100% cosmetically inspected as per approved manufacturing procedures and the observed damage would not meet our current release criteria. Based on these investigation findings, we are unable to verify that the damage was present when opened and if the device contributed to the event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).